Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However, it was noted that the analyzer would not initialize and failed functional testing. (B)(4).

Event description:
It was reported that there was noise on the analyzer. The analyzer was returned for service. No patient complications have been reported as a result of this event.